Event description:
Complainant alleged that during biomed testing the device began to auto-analyze with electrode pads pre-attached the electrode pads were removed from the multi-function cable, which was then attached to the test port. The device then began to auto-analyze. Complainant indicated that there was no pt involvement in the reported malfunction.